Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of allergic reaction, swelling and fluid in chest are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events per table 1: injection site responses by maximum severity occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm® ultra include: redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress health care professional instructions the health care professional should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm® ultra injectable gel.

Event description:
Patient reported having been injected with unspecified juvéderm ultra® in the cheek and lips. Patient had an allergic reaction on a different area of their body from where the product was injected. Patient's reactions included swelling and fluid in the chest. Patient was hospitalized on 2 occasions, three months apart. Patient is having allergy tests done by their allergist who suspected the allergic reaction.